Event description:
It was reported that during a paroxysmal atrial fibrillation (paf) procedure, when the ablation catheter was moved to the left pulmonary vein with a non-bwi sheath (agilis sheath), the physician felt the catheter getting stuck in the left atrial appendage. No ablation was performed at the left atrial appendage. The impedance was approximately at 300 ohm at that point. Within a short time, the patient's blood pressure dropped rapidly. Echocardiographic was conducted and effusion was observed. Drainage was performed. The patient was in stable condition and had recovered.

Manufacturer narrative:
The device is not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).